Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Additionally, a batch number is not provided, therefore a DHR cannot be performed. Based on the information available the cause that contributed to the reported event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent a revision surgery during which the physician replace pump due to damaged tubing. There were no patient complications.